Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 300cc and experienced deflation on the left breast implant. As a result, the patient underwent removal and replacement with a mentor siltex round moderate profile 300cc saline breast implant, catalog # 3542645, s/n (B)(4); on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a in (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 300cc and experienced deflation on the left breast implant. As a result, the patient underwent removal and replacement with a mentor siltex round moderate profile 300cc saline breast implant, catalog # 3542645, s/n (B)(4) on (B)(6) 2018. The device was returned to mentor without fluid inside. White and brown material were observed within the device and on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.2 cm within an area of siltex cracking on the posterior view. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and brown material observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).